Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 401mg/dl and also low blood glucose was 52mg/dl. Customer states she knows why it was high she has been in a car accident and was getting steroid shots. Customer declined troubleshoot for high blood glucose and low blood glucose. Insulin pump will not be return for analysis.